Manufacturer narrative:
An event regarding limb length discrepancy involving a ceramic head was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
It was reported the patient had a revision due to leg discrepancy. Doctor remove 36 / 0 head and 36 / 5 head and replaced with ceramic. Doctor, however did not use a sleeve. On (B)(6) 2014, the sales rep clarified that the 36/0 head was explanted due to a leg length discrepancy. The 36/5 was implanted to increase offset and leg length.

Event description:
It was reported the patient had a revision due to leg discrepancy. Doctor remove 36 / 0 head and 36 / 5 head and replaced with ceramic. Doctor, however did not use a sleeve. On (B)(6) 2014, the sales rep clarified that the 36/0 head was explanted due to a leg length discrepancy. The 36/5 was implanted to increase offset and leg length.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.